Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV/iii. Healthcare professional, later reported, hole, non-specific. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h6. Lot number reported as #1188429, did not return a result. Device evaluation: rupture : observed, one opening assessed as surgical damage. Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device was replaced.

Manufacturer narrative:
Serial number (B)(6) reported for right device. Unable to populate in record . The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV/iii. Device remain implanted.